Event description:
It was reported that during pt use the carescape b850 pt monitor emitted an unusual constant beep-beep tone that did not audibly correspond to an expected alarm tone or other recognizable tone, and did not correlate to any visual pt condition. As long as this tone is sounding no other discernible audible alarms will be announced. Visual alarms were not affected. There was no death or serious injury associated with this event, nor an indication that intervention was provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.